Event description:
The pt tested his blood glucose on the suspect device and it was stated to be in the normal range (no value available). The pt took his insulin as normal and later in the morning, he passed out and went into a diabetic coma. The paramedics were called and he was given a glucose i.v. (No time frame available).